Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that there was tunneling issues. During implant procedure when the kit was open the tunneling had the edge uneven. Despite this the physician used that tunneling tool and the procedure was completed without any problem. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. There was no diagnostics or troubleshooting performed. No actions or interventions were taken. The tunneling tool was used despite the problem on the tip surface. The issue was resolved at the time of report.